Event description:
The customer's mother reported via phone call that customer received the sensor end alert and calibration error alert. The customer's blood glucose was unknown. The customer's mother was unable to perform troubleshooting at the time of the call. The customer's insulin pump had also delivered a 12.9 unit bolus even though the customer did not program the bolus into the insulin pump. The customer was advised that the insulin pump would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was programmed with the correct time and date. The insulin pump was monitored for three days, and no unexpected bolus delivery was noted. The insulin pump was unable to download to carelink pro due to failed on startup alarms in the history file. Was unable to verify the unexpected delivery of 12.9 in the carelink history report due to a download anomaly. The customer was unable to verify the unexpected 12.9 unit delivery in the insulin pump history due to an erased history file caused by several failed on startup alarms in the history file. The failed on startup alarms were due to a corrupted history file. The insulin pump communicated properly with the glucose sensor simulator and transmitter. The test blood glucose value was listed in the sensor graph screen. No unexpected lost sensor alarm was noted. The insulin pump was received with a minor scratched lcd window and scratched reservoir tube window.